Manufacturer narrative:
This supplemental report is being submitted to provide update to the legal manufacturer¿s final investigation results. The device was returned to olympus for inspection and the reported failure was confirmed. The device had no image due to moisture discovered inside the charge coupled device (ccd) lens. Additional findings of failed leak test and a slice on the cable were discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image does not appear. There were not reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation so the customer's allegation could not be confirmed. However, factors that may have contributed to the customer's reported malfunction could likely be due to a faulty ccd, damaged cable, damaged connector, or the video processor and light source used along with camera head. The DHR for the camera head was reviewed and confirmed that the device was shipped in conformance within specifications. A labeling review was conducted using the product label otv-s7h-1d. No anomalies were found. The reported issue is covered in the product labeling: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." A supplemental report will be submitted if the device is returned for investigation or if additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head image does not appear. There were not reports of patient harm.